Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, (B)(4) lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history review. Five lots had no anomalies found based on the device history record reviews. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots.

Event description:
Addittional information provided by the initial reporter. There was no patient harm. The procedure was a vitrectomy and it was completed by replacement of the trocars.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A theatre manager reported that a 23g trocar leaked during a surgery. This caused a softening of the eye and delayed surgery. Additional information has been requested.